Manufacturer narrative:
Model number/catalog number: sc-2208-70, serial number: (B)(4), batch/lot number: 153800/153810, model/catalog description: st linear lead 70cm; model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 14312369/14073598/14073598, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing increase low back pain and inadequate stimulation. The patient underwent an explant procedure. The patient was doing well postoperatively.